Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the intraocular lens, model, za9003 23.5 diopter which was implanted in (B)(6) 2017 has returned for an explant due to symptomatic split of the lens with resulting cell migration/posterior capsule opacification (pco). The surgeon indicated that the lens may have split as a result of poor loading/insertion but as was many years ago they cannot be 100% sure how the split occurred and that the cell migration (pco) into the split has happened as a result. The surgeon assessed the patient and decided that due to the split as well as the cell migration, a yttrium-aluminum garnet (yag) posterior capsulotomy laser procedure would not be appropriate; therefore, they decided to explant the lens. The lens was removed (explanted) and replaced with another za9003 lens of the same power. The patient was seen on (B)(6) 2020 and reportedly is very happy with the 6/18 +2 one day post op. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 4/23/2020. Device evaluation: the complaint product was received inside a sample container. Visual inspection under microscope magnification was performed and the lens was observed cut into pieces, also one of the haptics was broken and the other was damaged/distorted which can be related to the removal process. Due to the condition of the sample returned the reported issue could not be verified and a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the device were reviewed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.